Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 9f sheath and the evar procedure was completed. Reportedly post procedure, the sutures of one of the prostyle devices came out of the vessel. Although bleeding had decreased, hemostasis was not achieved with the remaining prostyle suture; therefore, manual arterial compression was applied to achieve hemostasis. The physician suspected that the he may have applied too much tension pulling the suture and the vessel where the suture had captured was torn/cut which caused the suture to come out. No further treatment was needed other than manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history found no similar incidents related to the reported complaint. The reported patient effect of dissection is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The reported patient effect of dissection is a known inherent risk of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.